Event description:
Pt had dual chamber pacing ventricular shocking ICD implanted for first degree electrical disease. Medtronic model 7271 gemdr a lead model 6940, v lead model 6945. Leads implanted via left cephalic vein. On follow-up r have decreased 7.5 mv, ohms 481 to 275. Threshold increased 1.0v at .2ms to 6.0v at .4ms. Thus pt scheduled for lead revision electively. Lead could not be repositioned and new lead placed. Thus far new lead (also model 6945) functioning normally.